Manufacturer narrative:
This supplemental report is reporting the evaluation of the device and correcting information submitted on the initial report. Please reference section d2. The device was evaluated by zoll medical united kingdom. Testing confirmed the reported issue of no ECG data displayed on screen. The CPR adaptor was determined to be the root cause of the malfunction and was scrapped to correct the issue. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.